Event description:
During percutaneous transluminary angioplasty of left arm: dialysis graft the graft the dr inflated the balloon to the recommended atm's x 2; then on percutaneous transluminl angioplasty #3 he inflated to 24 atm's & the balloon broke. When dr tried to remove the balloon cath, dr could see the distal marker separate from the balloon catheter. Dr used a 20 cc syringe for suction & pulled the cath out. The balloon did come with it.